Manufacturer narrative:
(B)(4) report source: foreign- (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the procedure, tip of the pin was fractured inside the patient body. Fortunately, a fractured piece was able to be removed from the patient. No harm to the patient was reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product noted the trocar point has fractured and the fractured piece was not returned. Product was sent for fracture analysis. Fracture surface analysis performed by sem on the threaded pin sample showed that it suspected to have fractured due to torsional overload. Threaded pin fracture surface showed suspected crack initiation and exit areas and indications of a torsional overload fracture. Sheared ductile overload dimples identified on the fracture surface, which are indicative of crack propagation direction. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.